Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose level was 525 mg/dl. At the time of the reported event, the customer did not have an alternate method of insulin delivery available. Multiple attempts were made by tandem technical support to ensure that the customer obtained an alternate method of insulin delivery; however, no further information was provided by the customer.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.